Manufacturer narrative:
Batch review performed on 25.may.2021: lot 2009019: (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r (k140826) lot. 2010184. Batch review performed on 25.may.2021: lot 2010184: (B)(4) items manufactured and released on 18-jan-2021. Expiration date: 2026-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: few hours after primary cemented tka with a medially stabilized device, the patient dislocates anteriorly. The devices are then exchanged to a semiconstrained version. The cause of this event is most probably due to insufficient ligament stability of the knee; there is no reason to suspect a device malfunction, nor was it reported.

Event description:
After the primary knee surgery (the same day), in post-op recovery, it was observed that the patient dislocated anteriorly from the tibia (femur from insert). The cause of the dislocation is unknown. The surgeon revised the femoral component and insert. The surgery was completed successfully.